Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2 grams once stat; route not provided) for the peritonitis. Dianeal therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. The recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was discovered the antibiotic vancomycin was discontinued and the patient was switched to meropenem (dose, route, frequency, and duration not provided) and gentamicin (dose, route, frequency, and duration not provided) for peritonitis. At the time of this report, the patient is recovering and catheter removal is considered. Should additional relevant information become available, a supplemental report will be submitted.